Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded event log. Further investigation of the evaluation found that no significant event in the error logs. The device operated and alarmed as designed. Rear case enclosure will need to be replaced due to cracks/ physical damage. Base enclosure will need to be replaced due to hole where power cord clip is/ physical damage. Rubber feet will need to be replaced due to missing, which were not related to the malfunction/issue. No repairs performed. The unit will be scrapped.

Event description:
A ventilator was returned to the manufacturer for routine foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded event log. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.